Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Event description:
This system was removed due to a wound dehiscence and was discarded by the hospital.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding system error 2240, which occurred on the homechoice during dwell 3/3. The baxter technical service representative explained the alarm. The sample was discarded and the lot number was unknown. Proper procedures per the user manual were reviewed with the home patient (hp). Product surveillance contacted the hp regarding the reported incident. The hp stated the cause of the system error 2240 was undetermined, but he has had no further problems. The hp stated he was almost done with therapy when the alarm occurred. He performed a last fill via manual supplies. A companion sample was not available. No patient injury or medical intervention was reported. No additional information was made available at the time of this call.